Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with a blood glucose (bg) level of 62 mg/dl after making a meal announcement at lunch. The user treated the low with glucose tablets and bg returned to normal. The user reported no symptoms, no assistance required, and no medical intervention or hospitalization.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.